Manufacturer narrative:
The devices associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that springs within the device could fall out during procedure. It was also reported that after receiving trial back from the surgeon, post use. They noticed that a spring was detached and was in open cavity.